Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was observed that the right atrial (ra) lead had dislocated and migrated into the right ventricle (rv). A lead revision is expected and the device has been reprogrammed to ensure the patient does not receive inappropriate therapy. The patient is in stable condition.